Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal stenosis and non-malignant pain. It was reported that the patient's ins was deep and that it was hard to get a good connection/find the right place while charging. The patient noted that they had lost (B)(6) pounds . It takes the patient 6 hours to charge the ins and they regretted getting a rechargeable model. The patient had not charged in over a year and it was to be replaced with a non-rechargeable model. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient requested that their replacement be after (B)(6) 2019. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their ins replacement has been scheduled for (B)(6) 2019. No further complications were reported or anticipated.